Event description:
It was reported that during an anterior resection the pt had a fistular near the rectum. The surgeon wanted to prevent inserting the gun trans anally. The anvil was placed in the rectum and the gun was inserted through the bowel. The surgeon was performing an end to side anastomosis; the gun fired, but the staples didn't. The surgeon removed more bowel and then completed the case with a cdh33 which worked correctly. Procedure was prolonged 25 minutes. There was no pt consequence reported.